Event description:
It was reported that unit got very hot.

Manufacturer narrative:
Investigation results: the device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection was carried out and no problems were found. The reported complaints of overheating and grinding noise could not be reproduced. The unit passed functional testing on wet station for 2 hours burn-in at high speed selections. All functions perform as expected and overheating did not occur during testing. Also no grinding noise was observed during functional testing and burn-in. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.